Event description:
Related manufacturer reference number: 2017865-2022-04001. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing due to non-absorbable suture being tied around the lead on the atrial (ra) and noise on the right ventricular (rv) lead. The physician elected to explant and replace both the ra and rv lead. The patient was discharged from the hospital after the procedure.